Manufacturer narrative:
(B)(6). The lot 16h025 was manufactured august 15, 2016 ¿ august 16, 2016. As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an underinfusion while connected to an infusor. The device was filled with 5400mg of fluorouracil diluted with 1mg of 0.9% sodium chloride. The infusor infused over twenty four hours; however, only one third of the contents had infused. There was no patient injury or medical intervention associated with this event. No additional information is available.